Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated, they do not have any information in regards to this. They just know upon docking the scope, it was noticed on the screen. Scope was removed and replaced with another. Isi received the da vinci product to perform failure analysis. The 30 degree endoscope plus instrument was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with minor cu to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on of the button pack assembly. He endoscope was visually inspected and found with mechanical damage to the scopes distal tip. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint regarding a cracked lens was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the 30 degree endoscope plus had a cracked lens. The procedure outcome was unknown at the time of the report.